Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the revised liner covered in bio debris with multiple fragments of the liner fractured off around the rim. No further observations could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: zb liner and bioball head. Medical records were not provided for the current revision. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty exhibiting slight asymmetric positioning of the femoral head component within the acetabular cup, consistent with superior polyethylene wear or damage. A definitive root cause cannot be determined. However, an off-label use was identified as zb implants were used in conjunction with competitor products. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: unknown bioball ceramic head (competitor). G2: foreign ¿ australia. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 7 years post implantation due to dislocation. During the revision the liner was found damaged due to recurrent stress and eventual failing of rim and liner. The head and liner were revised. It was confirmed that no further information could be provided.